Manufacturer narrative:
The device was returned and found to be dented on the rim. There is a fiber-like particle inside the tip insertion area of the handpiece. There are particles visible in the irrigation tube at the back of the handpiece as well. The investigation is ongoing.

Event description:
A user facility in france reported that particulates were detected during surgery. The particulates entered the patient eye and were removed. There was no patient impact.